Event description:
It was reported that there was a crack in the foley catheter near the red hub. The defect was noticed prior to use. As per additional information received via mail on 20dec2022, it was reported that there was no patient involvement as it was noticed before insertion.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A potential root cause for this event could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a crack in the foley catheter near the red hub. The defect was noticed prior to use. As per additional information received via mail on 20dec2022, it was reported that there was no patient involvement as it was noticed before insertion.